Event description:
The complaint was the only one listed against lot #728178 so it follows that most of the damaged product was caught at the plant level. Work is in process to convert the current component feeding system to a more reliable method. The more reliable method has already been used on all syringe assembly lines with the exception of the line the returned syringes were assembled on. The new system should greatly reduce broken/damaged problems such as this.